Event description:
It was reported that power supply icon was not turned on in a flogard infusion pump. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The actual device was serviced at the customer site. The device was visually inspected, functionally tested, the alarm log was reviewed and a battery test was performed. The reported condition of the power supply icon not turning on was confirmed and the cause was determined to be due to a damaged power supply board. To correct the issue, the power supply was replaced. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.